Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing due to a disconnection observed at the main system stopcock between the patient line tubing and luer lock connector. It is unknown how or when this damage occurred. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent cerebrospinal drainage surgery. During the procedure, it was found that the device ¿easily fell off near the effusion chamber.¿ the device was replaced and there was no injury to the patient.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported physiological saline was used to clean the stopcock connections prior to use.